Event description:
It was alleged that during an infusion of epinephrine at 10mg/deciliter the pump alarmed for upstream occlusion, then reportedly began pulling vacuum sufficient to cause "significant" blood volume to back up into the tubing. It was noted that the infusion was interrupted and the pt became hypotensive. The customer reported that multiple tubing sets and pumps were used in an attempt to overcome the problem, with no resolution. Use of a syring pump was necessary to maintain infusion. There was no resultant pt consequence or injury reported.